Event description:
During the performance control with paddle the values are good and when carried out with the gelled electrodes the values fall by 20 to 30%. There was no patient involvement.

Event description:
It was reported the device shock values were normal during tests with paddles but lower than expected when testing with pads. There was no patient involvement.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which the customer was provided with information from philips documentation. Multiple attempts were made to request information regarding evaluation and resolution of the reported problem. No response was received, and no additional information was made available. Based on the information available there is insufficient information to confirm the reported problem. The investigation concludes that no further action is required at this time. H3 other text : remote support from the customer care solution center was received.